Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control evaluated the electronic patient record from the event and verified that the patient connection was lost several times. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that when pacing a patient their device was intermittently not detecting the patient connection through the defibrillation therapy leads. This would not allow the device to deliver defibrillation energy to the patient if needed. A backup device was used. The patient survived the event. No further information about the event of the patient was provided by the customer.